Manufacturer narrative:
Supplier manufacturer reviewed planning and procedures that were utilized to manufacture the guides. Supplier confirmed that the guides were manufactured according to the surgeon's preferences. The root cause of the issue could not be identified as the guides were manufactured according to specifications.

Event description:
It was reported that patient underwent partial knee arthroplasty utilizing signature knee guides on (B)(6) 2012. The surgical plan was for a 5.5mm femoral resection; however, the posterior resection measured at 9mm. Because the femoral resection was larger than intended, a smaller tibial resection was performed.

Manufacturer narrative:
Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Although the device has not been returned for evaluation, the planning and procedures are being reviewed by the supplier manufacturer. Upon completion of evaluation, a follow up report will be sent to the FDA.